Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
(B)(4) . - logged onto server alaris-2 and started the systems manager web application - I searched for pcu 13850063 and found that it had not connected to the server in two years. - I asked (B)(4) to connect the pcu to the workstation so we could take a look at the network package. - we noticed that it was connecting to the incorrect ssid - (B)(4) grabbed a pcu that was connecting to the server and extracted the network package. - I demonstrated how to transfer the network package onto the pcu and after we did so, he was able to see the pcu connect to the hospital network and obtain the latest data set. - he performed the same for the second pcu and it connected successfully as well. - case will now be closed. (B)(4) . (B)(4) called in stating that he had two pcus that were not getting data sets. Their serial numbers are (B)(4).